Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, a vascular surgeon attempted closure of the left common femoral artery with the starclose device. The pt developed a thrombosis. The surgeon transferred the pt to the operation room and did a cut-down. It was reported that the clip of the starclose was placed on the posterior wall of the artery with no tissue capture on the anterior wall. The clip was removed and the artery was sutured. Hemostasis was achieved.the pt was discharged home.